Event description:
(B)(4). It was reported that restenosis and angina occurred. In (B)(6) 2013, the patient presented due to was silent ischemia and unstable angina. Elevated biomarkers indicated ischemia prior to procedure and the subject was referred for cardiac catheterization and index procedure was performed. The index procedure was performed on the same day. Target lesion #1 was located in the 2nd obtuse marginal with 90% stenosis and was 26 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 32 mm study stent. Following post dilatation, residual restenosis was 0%. Target lesion #2 was located in the proximal left circumflex artery (lcx) with 70% stenosis and was 14 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post dilatation, residual restenosis was 0%. During the procedure, a vl 3.5 6f runway guide catheter was advanced over wire, however, the catheter did not fit perfectly. Nitroglycerin was given and guiding catheter replaced with a vl 3 runway guide catheter. One day post procedure, the subject was discharged on dual antiplatelet therapy. In february 2014, the subject developed unstable angina pectoris. The 80% stenosis in distal lcx was treated with placement of a 2.5 x 12 mm promus premier drug eluting stent. Following post dilatation, the residual restenosis was 0%. The 65% stenosis in left main coronary artery (lmca) was treated with placement of a 4.00 x 8 mm promus premier drug eluting stent. Following post dilatation, the residual restenosis was 0%. Follow up corelab angiographic findings of the 1st obtuse marginal (om) noted absence of thrombus, aneurysm with in-stent restenosis (isr) pattern. The proximal lcx noted absence of thrombus, aneurysm or isr. One day post procedure, the event was considered to be resolved and the subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).